Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient developed an infection around (B)(6) 2017. The patient was admitted to the hospital and treated with wound care which reportedly may have contributed to the ipg incision becoming infected. Surgical intervention was taken to explant the system. The infection has been resolved.